Event description:
Customer reportedly received results of 110 mg/dl and 57 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self-treat with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.